Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution.

Event description:
Same case as MFR report #6000089-2007-01134. It was reported that following a coronary artery drug eluting stenting treatment procedure subacute thrombosis occurred. The initial procedure was emergent due to myocardial infarction. The target lesions were in the left anterior descending (lad) and 1st diagonal (diag) arteries. The "kissing balloons" specialized technique was used during the procedure. The lesions were predilated with a unknown type 2.0x15mm balloon. A 2.25x16mm taxus express2 drug eluting stent (des) was implanted in the proximal to mid lad and 2.25x8mm taxus express2 des placed in the 1st diag artery. Medications received during this procedure included aspirin and plavix. Four days later, the patient developed chest pain and vomiting. Sub-acute instent thrombosis of the taxus stents was discovered. The areas of thrombosis were treated with "predilation and put in other stents and coronary artery bypass grafting (CABG). The patient's condition was reported as "stable" post procedure. Additional information has been requested but is not available.